Event description:
It was reported the device had poor image quality. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation noted damage to the cable, tear was observed and was twisted. Due to the damaged cable, it was presumed that water has entered the interior of the camera, resulting in flooding of the main unit imaging and camera cable. In the process, the internal charge coupled device (ccd ) failed, resulting in the inability to communicate normally, which is assumed to have led to the generation of the image noise (poor quality ) image . The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Based on investigation results, the complaint was confirmed. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.